Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, manufacturing instructions, quality control and a visual inspection of the returned device was conducted during the investigation. An examination of the returned introducer, filter, and short dilator found no damages on filter or filter hook. During investigation, the inner sheath was cut to lay bare the grasping hook, as it stuck in hardened blood. The grasping hook had slightly opened, but cut easily grasp and hook the filter. Consequently, the exact reason for the filter to deploy on its own cannot be determined, but the release mechanism may have been inadvertently pushed during procedure. There is no evidence to suggest the product was not manufactured according to specifications. We will continue to monitor for similar complaints.

Event description:
Information was provided that during an inferior vena cava filter placement on a (B)(6) year old male patient, the filter deployed on its own in an area of the ivc that was not intended. The attending physician snared the filter and removed it. The physician opened up a new filter (from an unknown manufacturer) to complete the intended procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event is still under investigation. Information not provided by the reporter. Unknown as date of event is unknown.

Event description:
Information was provided that during an inferior vena cava filter placement on a (B)(6) male patient, the filter deployed on its own in an area of the ivc that was not intended. The attending physician snared the filter and removed it. The physician opened up a new filter (from an unknown manufacturer) to complete the intended procedure. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.